Manufacturer narrative:
The customer reported that this central nurse's station (cns) shut down on its own and then rebooted and got stuck on the bios loading screen. The customer shut it down and unplugged the power for 10 seconds then plugged it back in. After doing this, the unit turned on without any issues. The customer requested for the logs to be reviewed. According to the customer, patient monitoring was not affected as they were monitoring patients from the remote network station (rns). There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that this central nurse's station (cns) shut down on its own and then rebooted and got stuck on the bios loading screen. There was no patient injury reported.